Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified battery/power issues was reported with the adc device and customer was unable to obtain readings. Customer reported, "the reader turns on and off during use¿ and as a result, experienced shaking and chills. The customer was unable to self-treat, requiring treatment with glucagon injection provided by hcp. No additional treatment or medication was reported. There was no report of death or permanent injury associated with this event.